Event description:
Upon opening the packaging for the sterile item, right before attempting to use the item, the surgeon discovered that the radial jaw he was about to use for the surgical procedure was defective. The forceps had a wire sticking out of the side, which he said could have severely injured the pt when put down the esophagus.